Event description:
It was reported that on (B)(6) 2009 an MRI indicated diffuse spondylosis and scoliosis; l5-s1 spondylolisthesis. Severe subarticular and neuroforaminal narrowing. On (B)(6) 2010 patient presented with back and left lower extremity pain. Patient was diagnosed with scoliosis, l5-s1 spondylolisthesis, l5-s1 stenosis, lumbar radiculopathy. ¿symptoms produced a gait disturbance.¿ (B)(6) 2010 emg indicated ¿moderate numbers of small amplitude fibrillation potentials noted in the left lower lumbar paraspinals.¿ (B)(6) 2010 chest x-ray indicated ¿minimal bibasilar atelectasis.¿ on (B)(6) 2010 the patient presented with scoliosis, l5-s1 spondylolisthesis, l5-s1 stenosis, lumbar radiculopathy, and back and left lower extremity pain secondary to mva in 2007. Patient underwent l5-s1 mast/tlif fusion via lateral approach using rhbmp-2/acs, local bone autograft, capstone, and sextant. Local bone and bmp was placed anteriorly in the disk space, and bmp was also placed within the capstone device. There were no noted complications. Patient discharged on (B)(6) 2010. (B)(6) 2010 the patient presented for a follow up visit. Per the physician¿s notes, ¿she has had right lower extremity pain¿ tinel testing at the right proximal fibula/peroneal nerve tingling sensations are produced, extending into the dorsum of the foot. She has decreased vibration, pinprick, and toe identification within the right foot, as though she has a peripheral neuropathy, although it is likely compressive from the peroneal nerve at the level of the fibula.¿ plain films indicate ¿very clearly, there is a moderate levolumbar scoliosis. Abundant callus formation is appreciated at the l5-s1 space. Her scoliosis is unchanged. No screw lucency or graft displacement is evident.¿ (B)(6) 2010 the patient presented for a follow up visit. X-rays indicated ¿maintained placement of implants. There appears to be some early consolidation of the bone in the interspace.¿ patient reported problems with the right lower extremity consistent with an l5 radiculopathy. Patient is wearing a bone stimulator for 4 hours per day.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.